Event description:
Report received of an incident involving a tubing set that leaked at the filter site. The patient was recieving nafcillin 14 grams/350 ml d5w container, 50 ml dose over 30 minutes every 4 hours with a kvo rate of 1 ml between doses. It was reported that the patient missed a couple of doses. Although requested, no additional information was provided.